Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during intraocular lens implantation surgery, one of the haptic remained stuck and there was a risk of deterioration. The issue was associated with the device and occurred a few months ago. Additional information has been requested but no information is available at the time of this report.